Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the treatment of a thoracic aortic aneurysm. It was reported that the patient presented six days post index procedure and was re-intubated. The patient had fluid in their chest consistent with symptoms of pneumonia. The patient was hypoxic and did not recover. The patient¿s bp dropped, CPR was done and they expired. The physician stated that the pneumonia was not device related; however, it was possibly procedure related due to the patient being intubated.